Event description:
It was reported that the 9800 system x-ray switch was stuck during a case. The procedure was cancelled. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The x-ray switch and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.